Manufacturer narrative:
The insulin pump was returned with a duracell alkaline battery installed. The insulin pump passed functional testing including displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement accuracy test. The insulin pump had cracked battery tube threads. Data analysis: (B)(4) 2017 daily insulin total = 34.150 u; (B)(4) 2017 daily insulin total = 33.500 u; (B)(4) 2017 daily insulin total = 37.500 u; (B)(4) 2017 daily insulin total = 26.500 u; (B)(4) 2017 daily insulin total = 21.500 u; (B)(4) 2017 daily insulin total = 25.475 u; (B)(4) 2017 daily insulin total = 2.950 u.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was low blood glucose and heart failure. The caller stated that the customer was in the hospital from (B)(6) and the customer's heart rate went down. The caller stated that the customer had kidney disease, lost a kidney, and had heart disease. The customer's blood glucose was 39 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death; the customer used to disconnect the insulin pump at night, stated the caller. The customer had disconnected the insulin pump in the evening of (B)(6) 2017. The customer was nor using sensors. The caller agreed to return the insulin pump for analysis.